Manufacturer narrative:
The synergy xd mr ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were lifted at the 8th distal stent strut row. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a kink at 35 cm proximal from the distal end of the tip. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 16sep2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 28mm synergy xd drug-eluting stent was advanced directly but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.